Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-00747 and 1825034-2015-01474).

Manufacturer narrative:
This follow-up report is being filed to correct information.this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00747 & 1825034-2015-01474). Product location unknown.

Event description:
Patient reported to have undergone partial knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2015 due to mechanical loosening. All components were removed and replaced.